Manufacturer narrative:
The charge nurse for the ICU confirmed that the pt had not suffered an injury, nor had required medical intervention due to this incident. She was unsure why the machine had not alarmed, so, it was explained to her that the machine alarms based on the weight of the bag. Failure to break the frangible pin between upper and lower compartments of the bag prevented the bag from emptying the upper comparment that provided enough weight remaining in the bag so, that an empty lower compartment would not be detected by the machine. The charge nurse stated that the incident occurred one time. The staff did not notice the upper comparment not emptying until the dialysate circuit of the prisma set was filled with air. The air was on the dialysate side of the membrane and would not have caused any danger to the pt. The gambro intensive care territory mgr was notified of the incident so that she could reinforce training with this staff during the upcoming software training that is currently taking place. The machine's function was verified to be with MFR's specification by hosp's biomedical technican.